Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Medical records were denied by the distributor; however, medical imaging was received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the type iiib endoleak of the distal main body complaint is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of adjunctive devices (gore (non-endologix) excluder cuff) not compatible with afx system per the IFU. Although this represents off-label use, it is unlikely that it contributed to the reported event. The current patient status was reported as being monitored while intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the re-intervention outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2016 with the implant of an afx bifurcated stent graft bsg), an afx vela suprarenal stent graft, an afx limb extension, and a gore (non-endologix) excluder cuff. During the initial implantation, first the inferior mesenteric artery was embolized, then the afx bsg and afx vela suprarenal were deployed via left access. Subsequently the afx iliac limb extension was deployed in the left common iliac artery (cia) and the gore (non-endologix) excluder cuff was deployed in the right ca after touch-up, it was confirmed that there were no endoleaks, and the procedure was completed. Reportedly on (B)(6) 2026 the distributor was made aware of a suspected type iiib endoleak approximately 12mm above the aortic bifurcation. The patient is currently being monitored while reintervention plans are being discussed.